Event description:
Account alleges that the barcodes are being misread by the barcode reader with the analyzer. The barcode contains the patient ID. The barcode number is reported and the system read the barcode.